Event description:
It was reported to philips that the device's power supply was not working. There was no patient involvement.

Manufacturer narrative:
The remote service engineer (rse) evaluated with the assistance of the customer and found that the power supply was not working and would need to be replaced to bring the device back to working condition. The customer was given part information for a replacement ac power module. The customer has ordered the part to rectify the reported problem. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device's power supply was not working. There was no patient involvement.